Event description:
On (B)(6) 2014, the reporter contacted animas representative, alleging repeated occlusion alarms while bolusing. The reporter was not available for troubleshooting and no additional information was available. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/04/2014 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Review of black box data found occurrences of occlusion. Due to continued use, no data were available from time of occlusions. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed with no incidences. The force sensor calibration was within specifications. The reported occlusion issue was verified in the black box but not duplicated in the investigation.